Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 187 mg/dl. On (B)(6) 2017, customer stated that the insulin leaks out of the reservoir when she tried to remove the plunger from the reservoir. The customer reported that there was no liquid, but she can smell insulin in the reservoir compartment. The customer also stated that when she tried to remove the plunger the o-rings tends to come out. The reservoir will be returned for analysis.